Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced recurrent infections at the ipg site. It is unknown when the infection was first diagnosed. The patient was prescribe antibiotics and the infection would return once the antbiotics were completed. The patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted. Follow up information on (B)(6) 2016 identifed the infection is no longer present and issue has been resolved.